Event description:
It was reported that an alert for high hv lead impedance was observed via remote transmission. Session record noted high impedances on svc coil vectors. It is suspected that fluid may have entered the device header. The hv impedance alert limit was reprogrammed. Patient will continue to be monitored remotely. There were no adverse consequences to patient.